Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent protector was located about 4 mm distal the tip of the delivery system. The stent is displaced on the balloon by about 22 mm in distal direction. The distal stent portion is covered by the stent protector. The distal stent portion is severely deformed (i.e. The stent is elongated, several struts are bent) and appears pinched. The balloon is well folded and shows no signs of inflation. Microscopic inspection of the exposed balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The returned stent protector did not show any damage or irregularity. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the stent protector to avoid dislocation of the stent.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug eluting stent system was selected for treatment. Upon opening the device and removing the protection cap from the stent tip, the orsiro mission stent stayed on the protection and dislodged from balloon.